Event description:
It was reported that the customer was hospitalized due to hyperglycemia. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. The initial high pressure test failed. However, after changing the reservoir and infusion set, the high pressure test passed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.